Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the pump went empty on (B)(6) 2017 because the patient relocated. No troubleshooting was performed due to lack of access to the product. It was noted that the manufacturer representative was to help check for stalls and/or do a dye study on (B)(6) 2017. It was later reported that the dye study was cancelled due to transportation issues. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-nov-15. It was reported that the dye study was ordered for (B)(6) 2017 at 10:00am, but was cancelled. The study was rescheduled for (B)(6) 2017 and revealed a patent catheter. A rotor study could not be performed as the pump was empty, but no motor stall was revealed in the logs. The pump was filled with preservative free (pf) saline on the day of the study and was to be monitored for residuals. The cause of the empty pump was that the patient had moved and was unable to find a physician to manage the pump. Prior to the empty pump, the patient reportedly told the office that she was receiving adequate therapy. It was confirmed that the pump had not been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. It was reported that an empty pump occurred and an empty pump alarm was occurring. It was reported that the technical service specialist reviewed refilling and monitoring for volume discrepancy and efficacy. There were no reported symptoms. No further complications were reported. Additional information was received from the manufacturer representative. It was reported that the dye study occurred. The patient's name and pump serial number were reported. No further complications were reported.